Manufacturer narrative:
There is no adverse event associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the keypad rubber was intact but the serial number label was worn. Evaluation revealed that the contrast, up and down arrow keypad buttons were intermittently unresponsive and the ok keypad button responded appropriately. There was evidence of keypad contamination found under all of the key contacts.

Event description:
On (B)(6) 2012, the patient contacted the animas corporation and reported the down button was unresponsive and had been requiring multiple presses for a response for one month. The patient reportedly wore the pump attached to a belt and did not clean it. The keypad was reportedly intact and the pump was not exposed to water. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.